Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) infusion was given to the patient. After puncturing, the needle was inserted into the patient's vein, and the silicone could not be closed after extraction, so the blood flowed out from the eye of the needle. The indwelling needle was removed, and a new indwelling needle was replaced for puncturing.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. This was discovered during use. The following information was provided by the initial reporter: on november 1st, infusion was given to the patient. After puncturing, the needle was inserted into the patient's vein, and the silicone could not be closed after extraction, so the blood flowed out from the eye of the needle. The indwelling needle was removed, and a new indwelling needle was replaced for puncturing.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9077615. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.